Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.4a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d180315-1). The control solution tests for level low were 60/58 mg/dl, for level high were 281/281 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. 4.according to pdc, patient was using strip lot#d170524-1 for testing blood. But patient did not return his strips. So we tested the retain strips from our warehouse (same as patient strips, lot number:d170524-1 ). The control solution tests for level low were 63/64 mg/dl; for level high were 254/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass

Event description:
The reporter stated that on (B)(6) 2018 at approximately 0300, medical attention was sought after the end user received a high glucose test result of 404mg/dl when using the prodigy meter. The reporter stated that he was asleep thrashing around when his dog woke up his son. His son tried to wake him up but was unable to do so. His son then called the emts and paramedics arrived in approximately 40 minutes. Paramedics tested the endusers blood glucose when they arrived and received a result of 37mg/dl. There was approximately 4 hours between blood glucose testing performed using the prodigy meter and the paramedics test result. The end user was given a glucose injection by paramedics. The patient declined to go to the hospital. Paramedics tested the end-user before leaving and received a blood glucose test result in the mid 90s/mg/dl. The end user tested his blood glucose again using the prodigy meter and received a result of 353mg/dl. No other information was provided regarding this event.